Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set was not attached to the needle portion and was detached at the site portion. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that there was missing glue in the tubing connector. No further information available.